Event description:
The reporter indicated that the ECG strips showed that a reform charge time of 14.1 seconds.

Manufacturer narrative:
An investigation was performed and it was found that the charge time is within specification. If the charge time increases, labeled behavior will provide proper instructions for clinical management. The device appears to be operating as designed. Further analysis would require the return of the device.